Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 755529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (lav hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, neuromyopathy, migraine and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, migraine and neuromyopathy to be related to essure. Lot number:755529, manufacturing date:2010/06, expiration date:2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 755529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (lav hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, neuromyopathy, migraine and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, migraine and neuromyopathy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.